Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. The patient was reportedly in a hospital at the time of passing. Review of the patient's continuous ECG recordings on the day of the patient's death show that the patient's rhythm was supraventricular tachycardia (svt) at 160 bpm degrading to ventricular fibrillation (vf) with motion and CPR artifact at 5:20:55 am. The patient remained in vf for approximately 2.5 minutes, however the rhythm was obscured by motion and CPR artifact, which prevented the lifevest from detecting and treating the rhythm. Motion and CPR artifact is seen on the patient's ECG recordings until the device was shutdown at 6:09:05 am. There are no deficiencies alleged against the device. The patient's equipment was returned and was found to be fully functional.